Event description:
It was reported in a medwatch that during a right ankle arthrotomy subtalar fusion procedure under constant direct fluro, an arthrex threaded 1.6 mm guide wire broke as it was drilled into the right heel. It was reported that the procedure was completed; tip was not retrieved from patient per surgeon's decision. Follow-up information: the tip of the device remained in the patient's bone and nothing was placed on top of the fragment during the procedure. The procedure was completed and the tip was not retrieved from the patient per the surgeon's decision. There was no report of any extra or enlarged incisions related to this event. X-rays were done at the end of the case (not provided to arthrex). Patient current condition to date was reported as unknown.

Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the typical cause(s) of this event is excessive force applied over the guidewire, prying/leveraging on the guide during use and /or re-using a guidewire from the single-use disposable kit that has been bent from prior use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.fragment remains in patient.